Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned for investigation. Upon investigation of the returned pump, biomaterial was found around the impeller and purge gap. High pressure purge and purge system blocked alarms were reproduced. The root cause of the pump stop issue was determined to be biomaterial. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a rp flex to support a patient admitted with multiple cardiac risk factors. The patient had known mitral valve disease (mvd) coronary artery disease¿(cad), mitral regurgitation¿(mr), tricuspid regurgitation¿(tr), cardiomyopathy and more. The patient was to have a 5.5 and rp placed to support for coronary artery bypass grafting¿¿(CABG). The retroperitoneal bleed (rp) alarmed and stopped within minutes (7 mins) of use and was explanted and replaced by a new rp flex..

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿